Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh exposure, pain, urinary tract infection, urinary retention, back pain, vaginal bleeding and abdominal pain. A mesh removal was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.